Manufacturer narrative:
Block a4: patient weight: 77.5 kg block e1: facility address: (B)(6) block e1: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly, the ligator head, irrigation tube and the plastic grap were returned with the device. It was noted trip wire was secured and the slack was removed. The tripwire was kinked. The ligator head was returned with three bands attached to it, and were moved out of their original positions. The suture hole was in good condition and no damages were observed. Microscopic examination was performed, and it was found that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. According to the evidence found during the product analysis, (band ligation) unable to deploy is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. These knots-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and revealed there was evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. It was reported that the device was used in the gastric venous. The IFU states, "the speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during an egd procedure performed on (B)(4), 2021. During the procedure, the anterior segment of the device was found to be entangled and could not be released. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the gastric venous ; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Patient weight: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during an egd procedure performed on (B)(6) 2021. During the procedure, the anterior segment of the device was found to be entangled and could not be released. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the gastric venous; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.